Event description:
It was reported that a shaft break occurred. An agent us mr 3.50 x 15mm was selected for treatment of the target lesion, which was located in the proximal circumflex. Following ivus, the physician began attempting to advance the agent balloon. It was noted that there was difficulty advancing the balloon. When attempting to properly position the balloon, the proximal end of the device broke, just before the balloon. The physician was able to completely remove the agent from the patient, and another similar device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the agent balloon and catheter. A visual examination of the device revealed a break 18cm distal to the end of the strain relief with multiple kinks along the hypotube shaft. There were no other damages or defects discovered.

Event description:
It was reported that a shaft break occurred. An agent us mr 3.50 x 15mm was selected for treatment of the target lesion, which was located in the proximal circumflex. Following ivus, the physician began attempting to advance the agent balloon. It was noted that there was difficulty advancing the balloon. When attempting to properly position the balloon, the proximal end of the device broke, just before the balloon. The physician was able to completely remove the agent from the patient, and another similar device was used to successfully complete the procedure. There were no patient complications.